Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for malignant pain and spine/back. It was reported that the patient stated that when they got to like 90% on the bolus delivery, it would spin out for a good minute and a half to two minutes before it fully picked up and went back in to give them the last 10%. Later the patient stated it would stall out at 90%. The agent assisted the patient in re-syncing to the pump as the patient didn't want to bolus. The patient toggled on the location, toggled off/back on bluetooth, and reset the communicator. While connecting to the pump, the patient stated sometimes it would take them a minute to find it. The patient was able to connect well. The patient confirmed this set of equipment they were using now was what they got at pump implant in january. The agent documented reported information and patient would monitor and call back for assistance as needed. Additional information was received from a consumer stated that their handset battery will lose about half its battery in about two hours, so it affects their ability to use it, especially when they travel even, thou they leave the handset on the charger constantly. The patient was still unable to get ptm to connect to her pump. However, the patient was able to successfully bolus while on the call, but it took quite some time to get the ptm to connect to the pump. The handset and the communicator will be replaced.